Event description:
It was reported that an er320 was used during a laparoscopic cholecystectomy, it was reported by the affiliate that they opened the blister pack, inserted the instrument through the trocar, pressed the trigger and the right jaw of the er320 popped out and fell into the pt. The surgeon removed it laparoscopically.